Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented for follow-up. Post-paced t-wave oversensing was observed. Reprogramming the device was recommended.